Event description:
It was reported that during attempted insertion of the iab, difficulty was experienced when it would not pass through the introducer sheath. The iab and sheath were removed and a second sheath and iab were inserted without any difficulty. There were no pt complications.